Manufacturer narrative:
The manufacturing records were reviewed and no issues were found. Device was not removed.

Event description:
It was reported to nevro that the patient developed a hematoma at the ipg site. The site was aspirated and there have been no reports of further complications regarding the hematoma.